Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated the reported failure during in-house testing. Upon visual inspection, the unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
It was reported that prior to the start of a da vinci-assisted nissen fundoplication surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) called in to report that repeated errors c-00 and c-33 occurred on the integrated electrosurgical unit (iesu). Before calling isi technical support, the csr had rebooted the iesu several times without success. The tse reviewed the logs and identified error c-33 pointing to a high frequency (hf) voltage issue. The csr reported that the iesu was connected to a dedicated wall power outlet. The tse and csr performed additional troubleshooting attempts, but the issue persisted. The tse suggested to use an external generator but the site did not have one at the time of the call. The procedure was converted to laparoscopic surgery with no reported injury. Isi performed follow-up and obtained the following additional/updated information: there was no patient harm due to the procedure conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.